Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate anti-tachycardia pacing therapy due to the rhythm classified as vt. Reprogramming the device was recommended.